Event description:
Reportable based on device analysis completed on 12-nov-2018. It was reported that crossing difficulties were encountered. The 98% stenosed, 2.0x20mm target lesion was located in the seriously tortuous and seriously calcified right coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube separation. Device evaluated by manufacturer: the returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 97.6cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.